Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage found at the joint. The nurse then replaced with a new bd intima-ii¿ closed IV catheter system. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the nurse found that the indwelling needle connector leaked when using the indwelling needle for intravenous infusion, and immediately replaced the new use without causing harm to the patient.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8079071. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received, previous investigations have determined that through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#642738, to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage found at the joint. The nurse then replaced with a new bd intima-ii¿ closed IV catheter system. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the nurse found that the indwelling needle connector leaked when using the indwelling needle for intravenous infusion, and immediately replaced the new use without causing harm to the patient.